Event description:
It was reported that a revision procedure of this inflatable penile prosthesis (ipp) was performed due to a noted pending extrusion. The ipp was explanted and a malleable prosthesis was implanted. During the revision procedure the physician noted near pending erosion of the left cylinder mid-glans. A cellular matrix graft was placed distally in this area to provide a buffer during the healing process and help prevent any future migration and extrusion of the device. There were additional patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a noted pending extrusion. The ipp was explanted and a malleable was implanted. During the revision procedure the physician noted that the patient demonstrated near pending erosion of the left cylinder mid glans. A cell cellular matrix graft was placed distally overlying the cylinder and proximal to the corpora near the mid glans; this was added for additional buffer during the healing process to avoid any future migration extrusion of the device. There were no clinical consequences to the patient.

Manufacturer narrative:
Correction: the explanted product was a competitor product.